Event description:
After insertion of catheter with needle into vein it was difficult to withdraw the needle and the plastic catheter would not advance. This happened approx six other times to rptr and several times to others. If the catheter does advance, the fluid will not run.